Event description:
Event description cpi received information that at a normal follow-up examination, this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated and produced no tones when a magnet was applied. The ICD was replaced.